Event description:
This event was reported as early calcification and severe mitral valve stenosis. The patient is a dialysis patient. The directions for use indicates accelerated deterioration due to calcific degeneration of the bioprosthesis may occur in patients with abnormal calcium metabolism, i.e. Chronic renal failure patients. No further information was provided.